Manufacturer narrative:
(B)(4). This complaint for connection issue was not confirmed and the cause was not identified because there was no sample returned to baxter. A batch review could not be performed because the lot number was not available.

Event description:
A nurse reported to baxter that a patient connector of a transfer set was not connected well with the titanium adaptor. There was patient involvement, but no patient injury or medical intervention indicated along with this report.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. A follow-up report will be filed if additional information is received.